Manufacturer narrative:
(B)(4). Batch # m5240h. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a robot assisted prostatectomy procedure, on an unknown firing, with a white cartridge, the device failed to deploy staples correctly. There is no additional information. It is not known how the procedure was completed. There were no adverse consequences for the patient.